Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's brother reported via phone call that the insulin pump was completely off. Customer¿s blood glucose was 114 mg/dl. Troubleshooting was performed. Customer was tried to change the battery and it still did not came on. The insulin pump will not be returned for analysis.